Event description:
It was reported that the device was observed to have moved laterally in the pocket. Pocket revision was performed and the device remains implanted. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.